Manufacturer narrative:
Supplemental report 01 - MDR (B)(4), MDR 3003442380-2024-29793. Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number and primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The lot: 6005294 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code soft cannula and introducer needle found bent/kinked during insertion. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 11 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 1 test on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot: 6005294 was manufactured according to the document version 108 on the packing process in the line l13007, on 29/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced four infusion sets cannula kinked events on (B)(6) 2024 (occurring over the last month). All the events occurred within 3 hours of insertion and the insertion site was at thigh and abdomen. The patient resolved all the events by replacing infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 4 of 4.